Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection noted the insulation was bunched and cut in several locations; specifically the poly insulation was cut 25mm from the terminal pin with arching damage noted on the high voltage conductor, under the cut location. Resistance tests were completed to assess electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observation of system migration. However, low impedances were confirmed due to the cut in the lead¿s poly insulation and melted metal (arcing damage) observed on the high voltage conductors.

Event description:
.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that the patient with this device presented for x-ray to review device position, as a migration was suspected. An interrogation confirmed appropriate system sensing in spite of the current location: the patient was asked to return for further troubleshooting. Boston scientific technical services reviewed current and post implant x-ray imaging and concluded that the device is likely in a suboptimal position. To date, no intervention has been required.subsequently, the physician elected to surgically intervene and reposition the device location. It was further mentioned the patient was an active body builder with known extreme body movements. The device was repositioned to the desired location and dft testing initiated; testing failed to convert at 65 and 80 joules, external defibrillation converted. The induction programmer screen was then exited, at which time it was noted the shock impedance measurements were 9 ohms. Technical services was contacted for recommendations. Ts stated the system should be explanted and returned for laboratory analysis. The field representative lastly reported the associated electrode insulation had been inadvertently cut during the reposition procedure. A new system was implanted without incident and the explanted system is intended to be returned. No resulting adverse patient effects.